Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Video assisted thoracic surgery - "the clip applier got caught on pt's tissue causing the trigger to start a jerky action. However, surgeon was able to remove clip applier with no pt harm." Pt status: "pt is ok, no pt harm."